Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irritation under the lifevest on her chest, back shoulders, and neck. The irritation was described as red and itchy. The patient reported that she would be contacting her doctor to ask if she could take (B)(6) for the irritation. Follow-up indicated that the rash had improved and that she was not prescribed anything but took (B)(6) she had.